Event description:
It was reported that a customer experienced a blood glucose of 58 overnight after making two dinner announcements, and the low was treated with oral glucose in the form of approximately 10 skittles. Symptoms included hypoglycemia. Outcomes included no alerts or alarms, no adverse effects, and no involvement of third-party or medical assistance. Investigation included review of device data and user-reported history with troubleshooting and education. Investigation of this case revealed user-related contribution due to accidental or duplicate meal announcement. It was concluded that user interaction contributed to the event, and the customer was referred for additional training on proper meal announcements and treating lows.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.